Event description:
It was reported the patient was no longer receiving stimulation and was unable to communicate with or charge her ipg. The patient reported 2 months ago she got very sick and could not use the stimulation or charge her ipg. An sjm representative met with the patient and confirmed the issue. The patient's ipg was replaced with a new one.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.